Event description:
As reported, "on (B)(6) 2016, during a laparoscopic cholecystectomy the tissue retrieval bag 100, 10 mm bag tore during the removal of the specimen." The procedure was able to be completed without any alternate device needed and there was a minimal delay of 2 minutes. There has been no patient or user injury with this reported incident. This report is filed on the basis of potential injury with recurrence. The complaint sample was disposed of by the user facility. The legal manufacturer, anchor products company, inc., is responsible for the investigation and regulatory reporting per agreement with conmed corporation. Please see report number 1416891-2016-00009 filed by manufacturer.